Event description:
The patient stated he experienced a 2 vgo's where he was wearing them on his inner thigh and the back of his arm where the vgo fell off. The patient stated he cleaned the area with alcohol before applying the vgo.